Event description:
A pt service rep (psr) contacted zoll customer support on behalf of a (B)(6) male pt to report that the cord to the pt's battery charger was not working. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The alleged problem (battery charger problem) has been confirmed. The cause for the charger not working has been isolated to a defective power supply unit. The cause of the power supply defect could not be positively identified. No adverse event resulted from the defective battery supply. The pt received a replacement battery charger.